Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially an error 106 occurred about 2 hours after the start of use. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter with another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-may-2024 there was a separation between the pebax and the electrode section and foreign material inside of it. This event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 07-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 22-feb-2024. The device evaluation was completed on 07-may-2024. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿error 106¿. In addition, the biosense webster inc. Analysis finding of a ¿separation between pebax and electrode section and a foreign material inside it¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (B)(6) were selected as related to the customer¿s reported ¿error 106¿. In addition, the biosense webster inc. Analysis finding of the ¿open circuit¿. Manufacturer's reference number: (B)(4).